Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. Diagnostic imaging was performed to resolve the issue. There was no patient consequences reported.